Event description:
Account alleged that the head section of the bed will not raise.

Manufacturer narrative:
Technician found that the valve for the head of the bed was stuck. Technician reset the bed to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.